Manufacturer narrative:
Reported concomitant device(s): 300-30-08 - equinoxe preserve stem 8mm: (B)(6), 320-42-00 - 145-deg pe 42mm hum liner +0:(B)(6), 320-10-05 - equinoxe reverse adapter plate tray +5:(B)(6), 320-06-42 - glenosphere 42mm: (B)(6), 320-15-02 - rs glenoid plate sup aug, 10 deg: (B)(6), 320-15-05 - eq rev locking screw: (B)(6). The cause of the patient¿s shoulder dislocation and subsequent revision cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial tsa (total shoulder arthroplasty) on the left side. Subsequently, the patient experienced instability and subluxation. The surgeon recommended physical therapy at this time (captured in (B)(4). Nine months later, the patient then dislocated resulting in a revision of the torque screw, humeral tray, humeral liner, glenosphere, and glenosphere locking screw. The outcome is considered resolved. No further information available.